Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. The analyst noted there were no anomalies observed regarding the returned lead. All electrical testing was within specified parameters. (B)(4).

Event description:
It was reported that during an attempted implant, the first lead exhibited high impedance. The lead and associated sheath were removed and a new lead was attempted, however the new lead dislodged while the new sheath was slitting and was unable to be fixed. The new lead was removed and replaced to complete the procedure. No patient complications have been reported as a result of this event.